Event description:
The customer stated that he tested his blood glucose using his breeze meter and another meter (brand unknown). The breeze meter read 578 mg/dl, while the other meter read 148 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.